Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration') in an adult female patient who had essure (batch no. 20222098, 12420991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test" and device ineffective "device ineffective / pregnancy". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("chronic, pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue") and premature separation of placenta ("placenta separating from my uterus"), was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, fatigue, hormone level abnormal and premature separation of placenta outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hormone level abnormal, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature separation of placenta and psychological trauma to be related to essure. The reporter commented: discrepancy: received treatment for psych injury? Yes received treatment for psych injury? No. Right tube: 1 coil. Left tube: 3 coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: reveals no evidence of late filling of fallopian tubes or spillage of contrast into the pelvis.. Lot number: 12420991 manufacture date:2009-11 expiration date:2012-07. Lot number:20222098 manufacture date: 2009-10 expiration date:2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration') in an adult female patient who had essure (batch no. 20222098, 12420991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test" and device ineffective "device ineffective / pregnancy". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("chronic, pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), fatigue ("fatigue") and premature separation of placenta ("placenta separating from my uterus"), was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, fatigue, hormone level abnormal, premature separation of placenta and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hormone level abnormal, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature separation of placenta, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: received treatment for psych injury? Yes received treatment for psych injury? No. Right tube: 1 coil left tube: 3 coils on (B)(6) 2011 she performed tubal ligation surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: reveals no evidence of late filling of fallopian tubes or spillage of contrast into the pelvis.. Ultrasound scan vagina - on(B)(6) 2010: that I couldn't get pregnant.. Lot number: 12420991 manufacture date:2009-11 expiration date:2012-07. Lot number:20222098 manufacture date: 2009-10 expiration date:2012-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: plaintiff fact sheet was received. Event added from pfs- abnormal bleeding (vaginal). Events onset date, lab data were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration') in an adult female patient who had essure (batch no. 20222098, 12420991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test" and device ineffective "device ineffective / pregnancy". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("chronic, pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue") and premature separation of placenta ("placenta separating from my uterus"), was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, fatigue, hormone level abnormal and premature separation of placenta outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hormone level abnormal, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature separation of placenta and psychological trauma to be related to essure. The reporter commented: discrepancy: received treatment for psych injury? Yes. Received treatment for psych injury? No. Right tube: 1 coil, left tube: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: reveals no evidence of late filling of fallopian tubes or spillage of contrast into the pelvis. Most recent follow-up information incorporated above includes: on 28-may-2020: pfs received: event added: premature separation of placenta. Delivery type, gravida and parity information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration') and pregnancy with contraceptive device ('pregnancy: birth - no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test" and device ineffective "device ineffective / pregnancy". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("chronic, pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and fatigue ("fatigue"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, fatigue and hormone level abnormal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hormone level abnormal, menorrhagia, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: discrepancy: received treatment for psych injury? Yes received treatment for psych injury? No. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case was become incident. Event injury was updated as dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), chronic pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), psych injury, pregnancy: birth-no complication, device ineffective, perforation fallopian tubes / migration, fatigue and hormonal changes and she did not undergo any essure confirmation test. Patient date of birth, essure insertion date were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.